Event description:
A customer contacted baxter's technical service center to report receiving a low drain volume alarm with the homechoice (hc) machine during the initial drain cycle. The home patient (hp) stated that there is a large air bubble in the patient line. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient he did not see any holes or leaks in the cassette or lines. The patient stated he discarded his supplies and started over. The patient confirmed that he has had no further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm (with air in the line) was not confirmed due to a lack of sample, therefore, baxter could not determine a root cause. A batch review was performed on the associated lot ( h10f13032 ) with no issues noted. Labeling review was found to be adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).